Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were x-rays taken to locate the needle? No. Was the needle piece removed from the patient during the same procedure? Yes. Was there any patient consequence or injury? No. What is the condition of the patient? Good. Could you please confirm if we will receive the suture? Product return status indicates availability unknown. Product not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the needle pulled off the strand: the suture was impossible to perform. There were no adverse patient consequences. No additional information was available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/29/2020. Corrected information: d3,g1,g2. Additional information: d4,h4,h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformities were identified.